Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed coming from the corner of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. It was further reported that there was no damage on the bag and the leak was not visible to the naked eye. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured between october 18, 2019 to october 19, 2019. The device was received for evaluation. Visual inspection was performed and a leak in the lower right corner weld area was identified. A functional testing was performed which revealed a leak from the unsealed lower right side weld area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.